Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.30 ozf-in). Performed leak test and no delivery anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working, possible under delivery anomaly, and leadscrew anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a leadscrew anomaly and that the inpen was underdelivering the insulin. The blood glucose value at the time of the event was 220 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and the customer reported that the customer was advised to check for leaks, confirm insulin delivery by priming, change needles and cartridges, and repeat priming, but insulin did not exit. The customer was advised that the insulin pen would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No further patient complications were reported. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.